Event description:
In 2003, a gore excluder aaa endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. It was reported that an endoleak caused the pt's aneurysmal sac to increase 1 cm. In 2007, the patient was converted to open surgical repair; the pt tolerated the procedure.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specs. Please note: in 2003, a gore excluder aaa endoprosthesis trunk-ipsilateral leg component (lot# 022330414), a gore excluder aaa endoprosthesis contralateral leg component (lot# 02696216), and a gore excluder aaa endoprosthesis aortic extender component. (Lot#030591013) were implanted.